Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the image looked like a sandstorm on the endoeye deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "static image" and phenomenon 2 "no image due to blackout" likely occurred because the image sensor unit may be damaged (broken wires, etc.) Due to usage stress, external factors, or handling, or the components mounted on the electrical board (i.e. Integrated circuit (ic) chips, capacitors, etc.) May be malfunctioning. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event1 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic hernia procedure, and it was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image cannot be displayed due to damage on the charged coupled device unit. In addition, the adhesive on bending section cover had a chip; the video connector had a crack; and the bending section cover, video connector, video connector case, light guide cover glass, light guide connector, angulation lever, right/left plate, up/down plate, universal cord, grip, and right/left lever had a scratch. Due to damage on charged coupled device unit, the image noise occurred and the image cannot be seen. Due to damage on circuit board of video plug section, the image noise occurred and the image cannot be displayed. Because the electrical contact of the video connector was shaved, the image was not displayed. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to deformation of the bending tube, the bending angle in up direction exceeded the standard value. Due to wear of forceps elevator lever, the bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.